Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter: "this is a report about contamination. The customer found the supplement to be contaminated before usage. The lot# of the kit is unknown and the lot# of the supplement is reported to be 2083114."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 supplement kit contamination occurred. The following information was provided by the initial reporter: "this is a report about contamination. The customer found the supplement to be contaminated before usage. The lot# of the kit is unknown and the lot# of the supplement is reported to be 2083114."

Manufacturer narrative:
H.6 investigation summary mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). The batch history record review mgit 960 growth supplement batch 2083114 was satisfactory and no notifications were generated during manufacturing. Qc inspection and testing were satisfactory at time of release. Retentions for supplement batch 2083114 (6 vials) were available for inspection. For further investigation, two vials were placed into incubation. One vial was placed into 20-25-degree celsius incubation and one vial was placed into 33-37-degree celsius incubation. At the end of a seven-day incubation period, no microbial growth was observed in 2/2 incubated retention tubes. Three photos were received to assist with the investigation: the first photo shows an uncrimped supplement vial, with parafilm, around the stopper. The second and third photos show a partial supplement vial from batch 2083114. There does appear to be a possible contaminate in the vial. The cap in these two photos cannot be observed. Returns were received to assist with the investigation. A small shipping box was received. Inside of the box was one supplement vial from batch 2083114 inside of a plastic bag. The vial was uncrimped and leaking inside of the plastic bag. There was a possible fungal mass inside of the vial. The vial was sent to microbial identification and no viable organisms were recovered. No 245124-kit batch number was provided to complete a thorough investigation, however, manufacturing records for supplement batch 2083114 were reviewed and a probable kit batch number was found. Review of the probable kit batch number found the kit packaging process was satisfactory and there are no other complaints taken on the probable kit batch. Bd will continue to trend complaints for contamination issues. This complaint cannot be confirmed for a defect in a 245124 kit. H3 other text : see h.10